Event description:
On (B)(6) 2009 the pt reported his insulin infusion device and the up and down buttons on his device "stalls". He stated the buttons do not respond to presses and his device will "stall" during the change of the cartridge process. He said the buttons will pop up when pressed. He stated his device has been dropped and exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.